Event description:
Baxter mexico reported a "minicap without antiseptic solution." Per baxter mexico, the customer noted this prior to use and reported no pt injury or medical intervention associated with this incident.